Manufacturer narrative:
(B)(4). The architect i2000sr (B)(4) generated discrepant troponin results on one patient sample on (B)(6) 2009. The discrepant results were not reported outside of the laboratory, and there was no impact to patient management due to the discrepant troponin patient result. The customer ran a troponin control precision run using all 3 control levels and found the %cvs were a little high. An fsr checked the analyzer. The field service representative (fsr) replaced the sample probe and stat probe. The fsr calibrated the troponin assay and ran controls to verify the analyzer performance. The fsr reran the patient sample x5 and noted the i2000sr instrument was working to the expected specifications. The architect system operations manual (revision 96211-110 section 10) was found to contain adequate information to resolve discrepant result issues. The manual lists multiple probable causes for discrepant results including bent, damaged or misaligned probes. The stat troponin-I package insert ((B)(4)) was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis it is important to follow the routine maintenance procedures defined in the architect system operations manual for optimal analyzer performance. A history review found no additional incidents of architect i2000sr (B)(4) generating discrepant results, no other issues have been documented since the fsr serviced the i2000sr and replaced the sample and stat probes. The current rate for architect i2000sr erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The probable cause of the discrepant troponin results was a malfunctioning sample and/or stat probe. The actual cause of the suspect patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the architect i2000sr instrument list no. 03m74-02 related to the issue under investigation. This is the final report.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 sr analyzer has generated a false positive troponin result on one patient sample. The initial result was negative at 0.12 ng/ml. The sample was then centrifuged and retested twice, the results were negative at 0.08 ng/ml and positive at 0.24 ng/ml. The account stated that >0.1 ng/ml is considered positive in their lab. The account then tested the sample six times on another i2000 analyzer and the results were all negative. There was no impact to patient management reported.